Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increased impedance measurements that were still within acceptable parameters. This lead also displayed low sensing amplitude in both unipolar and bipolar configuration. The pacing threshold measurements had increased in bipolar configuration but were still within acceptable parameters. The measurements seemed to indicate a possible insulation issue with this lead. This lead also displayed noise and was thought to be possible fracture noise. This rv lead also displayed pacing inhibition for five to eight beats. This lead was reprogrammed to unipolar pacing and sensing. The patient was asymptomatic and the patient will be seen for normal follow ups. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available, this investigation will be updated.

Manufacturer narrative:
--